Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported the reported thermal event.

Event description:
It was reported that the charging cable melted while charging the controller. The controller was reported to have not been damaged. Additional information was solicited but unavailable.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.